Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the doctor was using the device to staple the ureter and renal artery. The stapler was tried and successfully used to staple the renal vein, however the device only stapled half of the way. Another like device was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p58v8t. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with a cartridge reload was received. The reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.